Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 422 mg/dl and blood glucose was 50 mg/dl and was suspended on false low sensor glucose value. The customer¿s blood glucose level was 483 mg/dl. The customer was treated with insulin pump. The customer declined troubleshooting for high blood glucose and bleeding. The insulin pump and sensor will not be returned for analysis.